Manufacturer narrative:
The subject ch-s400-xz-eb has not been returned to olympus medical systems corp. (Omsc) yet. According to the report of olympus medical systems (B)(4), there was a fault in the cable of the subject ch-s400-xz-eb. Ch-s400-xz-eb instruction manual states the corresponding method in case of an abnormality. Omsc analyzed the DHR of the subject ch-s400-xz-eb, no abnormality was found. Although the cause of the problem is not specified, there is a possibility that the electrical connection has been lost, due to cutting of the signal line of the cable due to stress.

Event description:
During a procedure of inguinal hernia using the ch-s400-xz-eb, the endoscopic image disappeared suddenly. The user replaced the subject ch-s400-xz-eb and scope with an unspecified similar system and completed the procedure. There was no report of the patient¿s injury regarding this event.